Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge fell out and then a malfunction alarm occurred. Reportedly, the customer may not have inserted the cartridge properly. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with clearing the malfunction code and insulin delivery via the pump was resumed.